Event description:
A (B)(6) customer tested her blood glucose using her contour meter and received a reading of 29 mmol/l, while her accucheck meter read 12 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips for eval. Replacement test strips and a new meter were sent to the customer.